Event description:
It was reported that a patient¿s pump ran out ¿a week ago¿ as it was due to be refilled on (B)(6) 2015. The reporter did not believe the pump was currently alarming. Per the reporter, the patient had ¿already been detoxed.¿ the reporter stated that the patient was still having a fair amount of pain and hadn¿t gained much function and the pump ¿hasn¿t worked good over the years.¿ the patient's wife was concerned about pump "recalls" she had seen online. The patient reportedly expressed concern that the pump would ¿suck spinal fluid from the canal and cause damage if it went empty" and thought if that happened it would kill him. The patient reportedly was also concerned about ¿the line crystalizing¿ but it was not clear what was meant by this. The reporter inquired about removing the pump. The reporter was the patient¿s new managing hcp (healthcare professional) as the previous hcp discharged the patient from care on (B)(6) 2015. The pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).